Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 12. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.